Event description:
The facility initially reported the following event in 2009. The facility reports a pregnant female patient was admitted to the hospital in premature labor. Patient was 32 weeks pregnant with twins. Patient was being administered atosiban, a cervix anti-contraction drug, via a flogard 6201. During an unknown stage of the infusion, patient received an electric shock with severe pain to the left arm while plugging in the pump to an outlet. Patient experienced pain in left arm for approximately one hour. Patient was attended to by a doctor, who checked patient's blood pressure, pulse, and cardiologic contact ECG. Results were normal. Normal cardiac sounds were also reported for both children. Patient's skin was not visually damaged. Although requested, additional information is not available at this time.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.